Event description:
Customer reports "monitoring fault" during daily check of the device. No reported patient involvement. Service representative has not duplicated the reported condition, evaluation is continuing.